Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, the lobes could be cut normally when the first firing was done. After changing the second staple, the grip was difficult to pull until it was not moved. The staple cutter cutting blade could not continue to cut forward and the auxiliary device-pull hook was used to open the jaw and take out the stapler. The device was replaced with another staple and it could be fired normally with the previous handle. There was no patient injury.